Event description:
It was reported that the ventricular and atrial leadless pacemakers (lp) went into backup mode due to loss of telemetry during a firmware upgrade. The lps were restored successfully. The patient was stable.